Manufacturer narrative:
Follow-up #1: date of submission 09/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2016 with the following findings: a review of the black box revealed data within the date range of (B)(4) 2016. The black box (bb) revealed no evidence of short battery life. Battery alarms were observed in the bb through normal battery usage. The pump powered on with the returned battery cap. The battery cap was able to secure tight to the pump. No damage was observed to the battery compartment. Current draws were within specifications. The reported "battery life" issue was not duplicated during investigation. The pump case was removed; there was no evidence of moisture or loose components found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm